Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 0155, competitor implantable defib lead, (B)(6) 2005; 4480, competitor implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator and that premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.